Manufacturer narrative:
The remote service engineer (rse) contacted the customer for additional information and a more specific problem description. The question to the customer was if the issue was related to: bed-to-bed overview, pop-up on the patient monitor that doesn't open or curves that aren't displayed on the control center. The customer did not provide additional information of the specific problem description and the resolution. Due to the lack of available information, the exact cause for the reported issue remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that alarms are not displayed on other monitors. The device was not in use on a patient at the time of the event, there was no patient involvement.